Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently unable to be viewed. This issue will be effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.